Event description:
Device was returned for repair due to water damage. During the repair the technician needed to replace the bearings the hose and several other small components. Service records indicated that the fins were worn off, the hose was defective, and the bearings were black (got hot). Service records also indicated that the device failed rpm testing.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.